Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 6 on the home choice (hc). The solution bag fell off the tubing. The technical service representative (tsr) explained the message to the home patient (hp) and informed the hp to use manual bags. The tsr advised the hp to inform the nurse. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The reported system error (se) 2240 (air in set) was confirmed; per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The supply bag falling and disconnecting is determined to be a user error, since the instructions state to place the bags on a flat, secure surface. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.